Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the lcd display on the insulin pump fades out when any button is pushed. Customer's blood glucose was 270 mg/dl at the time of incident. Troubleshooting found that the menu lines on the screen cannot be read. Troubleshooting advised customer to remove the battery and then replace it and the display returned however, the issue with the fading persists. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power tests. The pump was monitored and tested with no display anomaly. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window.